Event description:
It was reported that the user experienced extreme hyperglycemia and hypoglycemia daily while using the ilet and complained about device performance, with no device component identified. Symptoms included insufficiently characterized clinical effects. Outcomes included insufficiently characterized impact. Investigation included interviews with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no specific findings and insufficient information to determine a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.